Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system monitor did not show a display while the computer powered on. It was reported that the digital visual interface (dvi) cable was secured and functionality was restored. The representative reported that the computer connections were reconnected to ensure they were secure. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while the site was navigating in a spinal fusion, the viewing station of the imaging system would not power on. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.